Event description:
The user facility reported that the glidewire "snapped" during an interventional procedure in the patient's lower extremities. Follow-up communication confirmed: the wire was placed in the left sfa and a 7-fr guiding sheath was tracked over the wire; when visualized by fluoroscopy, it was determined that the wire had snapped and separated; the proximal portion of the wire was able to be removed, but the distal portion remained in the sfa; the physician attempted to retrieve the detached distal portion of the wire with a snare, but was unsuccessful; therefore, the patient was taken to the operating room where the detached section of the wire was successfully removed; the original procedure could not be completed; and the patient has been discharged.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2012-00045 to provide information regarding the evaluation of the sample returned from the user facility.

Manufacturer narrative:
(B)(4). Additional surgical procedure was required to retrieve the detached distal portion of the sheath, but there is no code available. The involved device is in transit to the manufacturing facility in (B)(4). Inspection and testing of a retained sample from the reported lot confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a device defect or malfunction. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." The involved device is in transit to the manufacturing facility in (B)(4) for further evaluation. A supplemental follow-up report will be submitted based on the results of the evaluation. (B)(4).

Manufacturer narrative:
Evaluation of the returned sample by the manufacturing facility confirmed that the guidewire had been pinched and fractured at a point approximately 614-mm from the distal tip. Electron microscopic inspection of the fracture cross-section revealed the surfaces were smooth on the right and left sides with some striations running toward the center. An undamaged sample was intentionally pinched and then flexed, which resulted in a fracture. The appearance under electron microscopic examination was consistent with the returned sample. Examination and testing of undamaged areas on the returned sample found no evidence of an anomaly or defect and performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the exact cause cannot be determined based on the available information, the appearance of the return sample is consistent with damage due to the guidewire being pinched and damaged by a sharp object at some point in time, and then, flexing of the damaged area while being inserted during the procedure most likely caused the fracture to occur. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.